Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of the silicone sleeves of the clave secondary port remained in the depressed position. It was reported that the plumsets were primed with normal saline, the cassettes were loaded into the plum pumps, and the deliveries were started. At this time, the customer contact reported that the pumps alarmed for an unspecified negative flow alarm condition. No specific details were provided. It was reported that the nurses then noted that the silicone sleeves of the clave secondary ports on the cassettes of the tubing sets were in the depressed position. The customer contact indicated that the clave secondary ports on the cassettes of the tubing sets had not been accessed prior to therapy. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapy critical to the pts. No medical interventions were required. No additional info was provided.